Manufacturer narrative:
The remote support engineer confirmed the reported problem of speaker malf inop and no audio. The customer ordered a replacement speaker to resolve the issue. The customer has taken responsibility to correct/repair the device. H3 other text: device not returned.

Event description:
The customer reported a speaker malfunction inop and no audio from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.